Manufacturer narrative:
Product analysis #707298620:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the rebar 18 catheter was returned for analysis inside a sealed biohazard bag and a shipping box. The reported solitaire fr 6-30 stent device was not returned. Damaged location details: the rebar 18 catheter tip and marker were examined, and no damage was noted. The catheter body was kinked at 21.0cm from the proximal end of the hub. No other anomalies were found. Testing/analysis: the rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was tested by running an in-house 0.016-inch mandrel through the hub without issues; however, resistance was observed along the damaged part of the catheter. Conclusion: based on reported information and device analysis, the customer¿s complaint of catheter resistance was confirmed as the returned rebar 18 catheter was found to be kinked. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a stent encountered resistance in the rebar microcatheter. The patient was undergoing a thrombectomy. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a 7mm diameter. It was reported that during the thrombectomy, the surgeon had difficulty pushing the thrombectomy stent in the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the resistance was in the middle of the catheter. The stent involved in the event was a solitaire. A continuous saline flush had been administered as indicated in the IFU. The cause of the resistance was not determined.